Manufacturer narrative:
(B)(4).

Event description:
It was reported that a connection issue occurred. Data was evaluated and the allegation was confirmed as signal loss over one hour. The probable cause of the signal loss was determined to be the transmitter and app were unable to establish a connection. The reported event of a connection issue is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.